Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead was found to be causing diaphragmatic stimulation and "thumping" in their chest. A reprogramming intervention was completed and the situation was resolved without sequelae. The lead remains in use. It was noted the patient is currently enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.